Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed several slight decreases in power consumption and estimated flow within the analyzed period, including a sudden decrease on 07-oct-2020, with a subsequent return to baseline parameters on the same day, and 25 low flow alarms logged since 28-sep-2020. Information received from the site indicated that, in addition to low flows, the patient experienced shortness of breath after missing their diuretics and a computerized tomography scan revealed unilateral pulmonary edema, diffuse alveolar hemorrhage, and pulmonary nodular amyloidosis. Additionally, an echocardiogram revealed severe right ventricle (rv) dysfunction, and, despite treatment, the patient continued to decline and was in cardiogenic shock with rv dysfunction. Of note, it was reported that the surgeon opened the foreign graft which had been placed around the outflow graft at the time of implant, after which the flows improved. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction and right ventricular failure are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft by the foreign graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft (B)(6), h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14, d12. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ outflow graft model #: 1125 / catalog #: 1125 / expiration date: 31-oct-2023 / serial or lot#: 1563196 UDI #: asku. Device available for evaluation: no. Mfg date: 31-oct-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited shortness of breath after missing their diuretics, and computerized tomography (CT) found unilateral pulmonary edema, diffuse alveolar hemorrhage, and pulmonary nodular amyloidosis. The ventricular assist device (vad) exhibited multiple low flow alarms. The patient's international normalized ratio (inr) was therapeutic and lactate dehydrogenase (ldh) was increasing. Echocardiogram showed right ventricle (rv) dysfunction and the patient was given diuresis, oxygen, and antibiotics. The patient was taken to the operating room (or) for suspected outflow graft occlusion or compression and potential vad exchange. The patient was put on inotropes and bivalirudin, then began to decline with cardiogenic shock with rv dysfunction. Surgeon opened the gortex around the ofg and flows improved. Speed was decreased to some suction, and the patient was put on pharmacologic support. Four days post-surgery the patient is febrile with stable vad flows. The vad remains in use. No further patient complications have been reported as a result of this event.